Event description:
It was reported, that the patient's right ventricular lead previously exhibited loss of capture, during an in-clinic visit. On (B)(6) 2024, the patient's lead was capped and replaced. The lead's capture thresholds and impedance were within normal limits on the day of the procedure. And no stored episodes of noise were noted. The patient was stable throughout.